Event description:
On the 26th march 2015, lenstec received an email notification stating that the lens had a missing haptic. The lens was implanted and removed from the eye on (B)(6) 2015. There was no patient injury and the same model lens was used successfully. The lens was destroyed and discarded at the site. Clarification stated that "after inserting into the eye, the haptic was noted to be missing. Lens was cut and extracted with backup lens implanted". Further information provided stated that the rhein 05-2136b inserter and the lenstec disposable injection system cartridge with silicone cushion were the instruments used.